Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices) b5- the reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -9.5/+6.0/076 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports refractive surprise and lens rotation. On (B)(6) 2021 the lens was removed and on the same day different surgery a same model and size but different power replacement lens was implanted. The replacement lens resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. D6b-(B)(6) 2021. H1- serious injury. H3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found optic deformed and haptic bent/ deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -9.5/+6.0/076 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports refractive surprise and lens rotation. Reportedly, lens remains implanted.